Event description:
It was reported during reprocessing, the air/water found insufficient. There was no patient involvement on this reported event. No user injury reported. Device evaluation noted there were crystals on the outer surface of the device nozzle near the nozzle port. This report is being submitted for found crystals on the outer surface of the device nozzle near the nozzle port (insufficient reprocessing , handling issue).

Manufacturer narrative:
Communication with the olympus china service business center ( sbc) reported that the reported clogging occurred after procedure (unspecified), during reprocessing. The customer according the report able to reprocess the scope correctly before the repair ordered with no known insufficient or incorrect reprocessing. Precleaning performed on the air/water thoroughly and no delay on pre cleaning was reported. Accessories used with the device found no problem. Additionally, it was noted that the device was not used with the foreign material in the scope. User according to the report did not recognized (observed) the foreign material remained in the nozzle before reprocessing. It was also conveyed that this scope has not been used on any other patients since this event occurred and it had been stopped using immediately and sent to olympus. The subject device was evaluated by repair center (rc) engineer and the following findings noted : the air /water (a/w) feeding was not smooth because there were crystals on the outer surface of the nozzle and near the nozzle port. It may be caused by insufficient cds or the residual tissue glue. No photo taken. Unable to dredge thoroughly. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.